Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper had the tip broke and the tracker could not be removed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip was not straight when the instrument was removed. Since the instrument was removed in that state, the tip of the cannula and the wrist of instruments collided, causing the shaft to bend. At the time of removal, the wrist and shaft were not separated. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 52.62" from the distal tip. The fracture may involve missing pieces; however, the size of any missing fragments could not be confirmed as they were not returned. Components adjacent to the broken section of the main tube showed no signs of damage. Additionally, the instrument proximal clevis was found to be dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Furthermore, the probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.